Event description:
Enduser advised pulley string to release back up broke off, enduser advised was in car and had to call fire department to assist so could get into chair to go into home, no injury, enduser could not provide any further information...(B)(4).